Manufacturer narrative:
One act2030 was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The investigation found the device to function normally and within specifications. We were unable to confirm the customer¿s report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the temperature of the probe could not be increased when it was removed after the liver ablation procedure. The procedure was finished.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported the temperature of the probe could not be increased when it was removed after the liver ablation procedure. The procedure was finished.